Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no findings that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported "delivered too quickly¿ was not verified. No component could be identified for causality. No existing investigation will be linked and no new investigation will be opened because the reported symptom could not be confirmed, therefore no further investigation is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during chemotherapy in the oncology unit (programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury or medical intervention associated with this event. No additional information is available.